Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events - 18 events were reported for this quarter. Product return status - 18 devices were received for evaluation. Evaluation status - 17 events were confirmed during testing. 6 devices were found to be affected by internal corrosion. 11 devices were found to be affected by a lubrication problem. 1 device evaluation is in progress. Additional information - 18 devices were not labeled for single-use. 18 devices were not reprocessed and reused..

Event description:
This report summarizes <noe> 18 </noe> malfunction events in which the device reportedly overheated. 18 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 18 </noe> malfunction events in which the device reportedly overheated. 18 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 18 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was received.   Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by a lubrication problem. Additional information 18 devices were not labeled for single-use. 18 devices were not reprocessed and reused.